Event description:
The customer reported an incident where a system failure occurred during treatment/run, with a malfunction alarm. No machine error codes. The treatment could not be continued and was manually terminated. Amount of blood loss is unk.